Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers related to this complaint. Section h10 (narrative text) of this report has been updated.  This report is 10 of 10 being submitted for this complaint. Reference mfg. Report nos. 2015691-2020-15134, 2015691-2020-15135, 2015691-2020-15136, 2015691-2020-15137, 2015691-2020-15139, 2015691-2020-15140, 2015691-2020-15141, 2015691-2020-15142, and 2015691-2020-15143.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The av-block and anterior hemiblock is likely related to the mechanism described above. In addition, the patient¿s underlying rbbb may have put the patient at higher risk for the aggravation heart block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: muntané-carol, g., del val, d., junquera, l., faroux, l., delarochellière, r., paradis, j. M., & rodés-cabau, j. (2020). Timing and evolution of advanced conduction disturbances in patients with right bundle branch block undergoing transcatheter aortic valve replacement. Ep europace, 22(10), 1537-1546.

Event description:
A single-center study was published in a european journal article, ¿timing and evolution of advanced conduction disturbances in patients with right bundle branch block undergoing transcatheter aortic valve replacement¿. The study was from 2007 to 2019 and included 110 consecutive patients with pre-existing rbbb and from the 110 patients 90 were implanted with an edwards lifesciences balloon-expandable valve. All arrhythmias during the hospitalization period were records. This complaint is for a patient experienced a new avb and anterior hemiblock post tavr requiring a permanent pacemaker (ppm) during initial hospitalization. The date of the event is unknown. According to the article the date range for this event is from 2007 to 2019.  For this reason, the first day of the range was used as the occurrence date.